Event description:
It was reported by a aci vascular closure specialist that a male pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the right common femoral artery, via a 7f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd/calcium the vicinity of the access site, and the vessel approximately 7mm in size. Peri-procedure the pt was anti-coagulated with angiomax. A 50/50 contrast and saline mixture was used. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician used a buddy wire. It was reported that the balloon lost pressure before second stop. The device was removed from the pt and since access was not lost, a second device (angioseal) from another MFR was deployed successfully. Hemostasis was achieved. The pt was ambulated and discharged home on (B)(6) 2012.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1215802) indicated that the device lot met all established performance criteria prior to shipment.